Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the lead dislodged before the pocket was closed. The lead was repositioned and fixated in the septum. The lead remains in use. No patient complications have been reported as a result of this event.